Event description:
It was reported by our local distributor in (B)(4) that a vns patient had been benefiting from the vns therapy since it was implanted 4 years ago. The patient was seen at a hospital and complained about a reoccurrence of their seizures in the last few months. A physician contacted the distributor to come and check the device and replace if necessary. When their device was checked it was noted the device has not reached eos. However, the patient was nearly sure that the device was depleted and no use for her anymore. She was claiming that, in the past, she has been feeling it when the device was working however in the last two months there was no feeling. The patient was asking insistently for the doctor to replace the battery. Upon the doctor's advise,the device was replaced and adjustments made to their settings. The patient suddenly said that "ok I feel it again" and now their seizures are gone like old days. It was suspected at the time that there may have been a problem with the device. No diagnostics have been obtained at this time to check device function. No normal mode results to see how much therapy the patient was able to receive based on their settings and battery voltage. Patient settings not provided. It is unknown if the patient became accustomed to their therapy. It is unknown if their seizures were above their prevns rate or the relationship to their vns since not at end of battery life. Thus far the explanted generator has not been returned for analysis.

Event description:
Additional information was received that the patient started to have seizures about .4-5 months ago when the patient started having seizures again they were fewer seizures than before the device was implanted. No medications were changed prior to the event. When the patient came to the physician with a lot of seizures in june , the physician decided to change only off time from (3.0 minutes to 1.8 minutes). Their explanted generator has not been returned for analysis at this time.

Event description:
The reported allegations against the generator were not duplicated in the pa laboratory. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Additional information was received on (B)(4) 2012 when the explanted generator was returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.